Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data reactive rates, and a sensitivity and specificity review. No adverse trend was identified for the issue. Labeling was reviewed and found to be adequate. Both specificity and sensitivity reviews met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
During a clinical evaluation study using prism hbcore as the predicate product, a donor specimen tested on prism was found to be discordant relative to another supplemental method being used for final result interpretation. A false non-reactive sample on the prism hbcore assay for sample w14091712311000 was identified during the course of the study. The sample tested positive on architect core-m. The donor was deferred and the blood product was destroyed; there was no impact to patient management.